Manufacturer narrative:
(B)(4).

Event description:
It was reported that "in ICU, the doctor found the swg kinked during used on the patient." The user changed a new set. No medical I ntervention was required. The patient's condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire will be analyzed as part of this complaint. Signs-of-use in the form of biological material were observed on the guide wire and inside the catheter extension lines. Visual analysis of the guide wire revealed one kink/bend towards the distal j-bend. This resulted in the distal j-bend to be misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 575mm from the proximal weld. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.840mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The kink on the guide wire measured 575mm from the proximal weld. The guide wire length measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.840mm, which is within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the distal j-bend. Despite the damage, the sample met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "in ICU, the doctor found the swg kinked during used on the patient." The user changed a new set. No medical intervention was required. The patient's condition is reported as "fine".